Event description:
Implant broke on insertion into bone, not retrieved. Top half of implant remains in inserter. A second anchor was used to complete the surgery. An attempt to remove the broken piece was made without success. No adverse consequences with pt were reported. This device is used for treatment.